Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of an audio beep anomaly from the insulin pump. The customer's blood glucose reading was 103 mg/dl. The customer stated that the screen is blank and she inserted a new battery every time. The customer stated that they received the constant tone when they were sleeping. The customer was not able to hear the alarm. The customer was not able to clear the alarm with new battery. The customer was advised to monitor the pump.